Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was discovered that the atrial lead exhibited noise. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in three pieces. A full breach insulation degradation was noted adjacent to connector boot at 4.8 cm from the connector pin. The cause of the reported noise was isolated to the insulation breached found at this location. All other damages found were consistent with procedural damage and were not considered anomalous. No other anomalies were found.